Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. External visual inspection showed no physical damage. The sensor failed continuity testing due to an open across the r1, r2, l2 and CT electrodes. As the sensor was returned used, functional testing could not be completed.

Event description:
The customer reported inaccurately high psi values. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported inaccurately high psi values. No consequences or impact to patient were reported.